Event description:
It was reported that surgeon was repairing a peri prosthetic fracture with stryker total hip. The surgeon used dall miles cables and plated the fracture.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a size 7 accolade ii 127 deg was reported. The event was not confirmed. Not performed as no devices were returned for evaluation. Medical evaluation not performed as insufficient medical records were received. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that surgeon was repairing a peri prosthetic fracture with stryker total hip. The surgeon used dall miles cables and plated the fracture.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. H3 other text : not returned